Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. The lead safety switch was also triggered. The physician turned off the ra lead and indicated he would address the issue at the generator change out procedure in the future. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the field representative was able to reproduce the noise on the atrial channel with isometrics. The lead was still sensing p-waves well, the field representative programmed the atrial sensitivity to a lesser setting resulting in sensing the atrial noise less. After multiple pacing lead impedance measurements, no out of range measurements were observed. The field representative programmed the mode back to dddr to restore av synchrony. The patient did a hall walk tolerated it well.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.